Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a tka, the mi z handle acet reamer head broke off. Nothing fell into patient. Surgery was performed, without any delay, with a back-up device. No patient complications were reported.

Manufacturer narrative:
H10: additional information received by the manufacturer. It has been identified that this event should be re-evaluated for MDR reporting. Additional information received by reporter states that the part number has to be updated to 71368569 (r3 offset impactor) and that the striking plate of the device broke external to the patient which will not contribute to serious injury as the breakage had no contact or risk of contact with the patient or effect on the tissue being treated. This device issue may require use of a replacement or alternate device to complete the surgical procedure and may result in a short delay while that alternate device is obtained, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly, and a further report submitted outlining both the event details and our investigations performed.